Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observations noted a cut through the distal canle lumen likely occured during the explant procedure was found. And there was separation of the proximal coil from the medical adhesive (ma) bonding at the distal end of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The explanted lead will be returned for lab analysis. Once analysis has been completed this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increased pacing threshold measurements. Fluoroscopy was performed and showed the lead had dislodged. A lead revision was performed in which this lead was explanted and a new lead was placed successfully. No adverse patient effects reported.